Manufacturer narrative:
Correction made to d1: brand name # : homechoice automated pd set with cassette (previously submitted as ni). Correction made to d4: catalogue # : r5c4479 (previously submitted asku). Correction made to d4: lot #: 24106t017 (the lot reported is not recognized by the system) (previously submitted as asku). Correction made to g1: (previously submitted as baxter healthcare corporation) vantive healthcare - tunisia route de chebbaou 2021oued e tunis tunisia. Additional information e1: initial reporter phone no. : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A4: weight: 50.3 kg. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. The patient got up to use the bathroom and the carpet was soaked. There was fluid was coming out of the cassette drawer. This was observed during the second cycle of peritoneal dialysis therapy. The patient clamped off to stop more water damage to the carpet, and stopped therapy. The following day the machine was swimming in fluid, the carpet was soaked, all shelves were filled with fluid, as were some boxes. There was no report of patient injury or medical intervention associated with this event, however the patient was treated with antibiotics as precaution. No additional information is available.